Event description:
Related manufacturer reference number: 2017865-2022-46147 it was reported that the patient presented in clinic with a hematoma and infected pocket. On (B)(6) 2022, the physician explanted the pacemaker and the right ventricular (rv) lead. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.